Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uromatic administration set leaked at its connection point with a bag of sodium chloride (non-baxter product). The reporter stated that the set did not seem to hold onto the bag well. This was noticed during priming. The customer reportedly used these two products together in the past regularly with no issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of a companion sample was provided for evaluation. Photographic inspection did not identify any defects or non-conformances. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.